Event description:
It was reported that during a c5-t1 acdf procedure, after the plate was inserted, the surgeon was backing out the screw for placement and the locking clip of the ti vectra plate broke. The broken fragment was retrieved. The surgeon used a cervical spine locking plate construct to complete the procedure with no further problems and no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing evaluation and one clip of the plate was missing and the other clips were deformed. Two screws were still placed in the clips. The other two screws which were enclosed had heavy deformations at the cone below the screw head. Due to damage, the relevant dimensions could not be checked and this complaint is indeterminate from a manufacturing standpoint. However, the damaged cones at the screw heads and the heavy stress marks at the screw holes are an indication that some screws were inserted at an inappropriate angle. This can cause a deformation of the clips and can also make a proper extraction of the screw impossible as too much pressure is on the clip.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for (B)(4).